Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: left side breast implant rupture. Concomitant medical products: right side; 250cc mentor smooth round moderate profile; catalog number: 3501635; lot number: 190898. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) patient underwent primary breast augmentation with a 175cc mentor smooth round moderate profile and was presented with left side breast implant rupture. As a result, the device was explanted, and replaced with catalog number shpx465 on (B)(6)2019.